Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Packaging seems to be charred.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 box with 25 unopened racepacks. (B)(4) units were manufactured and distributed. Analysis and results: there are no previous complaints of this code batch. Taking into account that no other customers complaints have been received regarding this issue in the last five years, this is considered as an isolated and accidental case and whole batch is correct. Received one open box which contains 25 unopened racepacks. After checking the box it was noticed that the sides of box and the units inside are damaged by heat effect. This defect took place in the automatic cellophane overwrapping machine in the warehouse. The box stayed too long in the wrapping machine and the heat damaged the box and in consequence the units inside. Remarks: due to the nature of complaint of this issue, the personnel involved will be warned. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.